Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s-300s (mg/dl) for 2 days. Reportedly, customer's health care provider (hcp) adjusted the basal insulin settings on (B)(6) 2016, and customer also stated that they ran out of insulin on (B)(6) 2016 and did not change the cartridge until (B)(6) 2016. Customer administered boluses to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer elected to not remove the infusion set site for inspection. Recommendation was made to contact their hcp to discuss pump settings. Customer stated that they would contact tandem technical support if they experience any further issues.